Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient during a neurovascular procedure on (B)(6) 2022. On the same day (B)(6) 2022) in the pacu patient experienced upper right arm weakness for which IV steroids was administered and the patient was back to baseline on the same day. The patient woke from procedure with dysarthria on (B)(6) 2022 for which steroids was given and was mostly resolved with sequalae on (B)(6) 2022. The patient presented to ed on (B)(6) 2022 for evaluation of seizure-like activity. Unresponsiveness, found to have occlusion of stent. Gcs: eyes open: 1= no response best verbal response: 1=no response best motor response: 4=flexion withdrawal coma score: 6t mechanical thrombectomy of left m1 occlusion with tici 2b results. The patient had cerebral ischemia with transient neurological symptoms followed by stent thrombosis, stroke and death. Limited imaging provided. Possibly underlying mild to moderate m1 atherosclerotic stenosis prior to treatment procedure. The adverse events are possibly related to the study procedure, the study device (subject flow diverter) and to an underlying condition or disease. The outcome was fatal and neurological death of patient on (B)(6) 2022 was stroke related.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient during a neurovascular procedure on (B)(6) 2022. On the same day ((B)(6) 2022) in the pacu patient experienced upper right arm weakness for which IV steroids was administered and the patient was back to baseline on the same day. The patient woke from procedure with dysarthria on (B)(6) 2022 for which steroids was given and was mostly resolved with sequalae on (B)(6) 2022. The patient presented to ed on (B)(6) 2022 for evaluation of seizure-like activity. Unresponsiveness, found to have occlusion of stent. Gcs: eyes open: 1= no response best verbal response: 1=no response best motor response: 4=flexion withdrawal coma score: 6t mechanical thrombectomy of left m1 occlusion with tici 2b results. The patient had cerebral ischemia with transient neurological symptoms followed by stent thrombosis, stroke and death. Limited imaging provided. Possibly underlying mild to moderate m1 atherosclerotic stenosis prior to treatment procedure. The adverse events are possibly related to the study procedure, the study device (subject flow diverter) and to an underlying condition or disease. The outcome was fatal and neurological death of patient on (B)(6) 2022 was stroke related.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was (B)(6) 2022. Per site reporting in the subject device was implanted successfully with complete coverage of the aneurysm neck without any device deficiencies. Per site pi confirmation, the neurological death was stroke related. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of 'anticipated procedural complication' will be assigned to the reported 'patient neurological deficit', "patient stroke, patient vessel thrombosis and patient death", as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.